Manufacturer narrative:
(B)(4).

Event description:
It was reported that "we have had an arrow catheter whose guidewire got stuck in the insertion cannula (in the patient) and could not be pulled out. When the anesthesiologist then pulled out both the insertion cannula and guidewire at the same time, the tip of the guidewire broke off and threded itself. It is believed that the guidewire was pulled out in its entirety." The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported that "we have had an arrow catheter whose guidewire got stuck in the insertion cannula (in the patient) and could not be pulled out. When the anesthesiologist then pulled out both the insertion cannula and guidewire at the same time, the tip of the guidewire broke off and threaded itself. It is believed that the guidewire was pulled out in its entirety." The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer provided one photo for analysis. The photo shows an unraveled guidewire and an introducer needle. The customer also returned one guidewire and one 18 ga needle for evaluation. The guidewire was returned advanced through the cannula of the returned 18 ga needle. Biological material was observed on the guidewire and within the needle hub. Visual examination identified one kink towards the distal end of the guidewire. The guidewire exhibited unraveling with separation of the core wire in the distal region. Both separated portions of the core wire remained intact with their respective welds. The spring coil had unraveled near the core wire separation point and extended towards the distal region of the guidewire. The spring coil appeared stretched between the separated segments of the core wire. Microscopic examination confirmed the core wire was broken towards the distal end. Both welds on the guidewire were present and appeared full and spherical. The location of the kink was located 24 mm from the distal end. The separated core wire segments measured 293 mm and 42 mm in length, totaling 335 mm, which is within the specification limits of 331.0-339.8 mm per guidewire product drawing; therefore, no pieces of the core wire appear to be missing. The outer diameter of the undamaged portion of the guidewire measured 0.624 mm which is within the specification limits of 0.610-0.635 mm per guidewire product drawing. The needle cannula outer diameter measured 0.0499", which is within the specification limits of 0.0495"-0.0505" per needle cannula product drawing. The needle cannula inner diameter measured 0.041", which is within the specification limits of 0.0410"-0.0430" per needle cannula product drawing. Notable force was used to remove unraveled coil wire and distal portion of the guidewire from the introducer needle. Biological material was adhered to the guidewire following removal from the needle cannula. The accumulation of dried biological material within the needle hub may have contributed to the resistance encountered by the customer. The returned guidewire and introducer needle were functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)." The returned guidewire was advanced through the returned introducer needle, and the undamaged portions of the guidewire advanced with little to no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel.". The customer report of guidewire/needle resistance with an unraveled guidewire was confirmed through evaluation of the returned sample. Visual and functional analysis identified unraveling of the guidewire with a separation of the core wire in the distal region. The spring coil was observed to be stretched between the separated portions of the core wire; however, the unraveling did not extend to the distal tip. Resistance was encountered during removal of the guidewire from the introducer needle due to the accumulation of dried biological material within the needle hub. The guidewire and needle met all relevant dimensional and functional requirements. A device history record review did not identify any manufacturing related issues. Arrow guidewires of this size are designed and manufactured to withstand a tensile force of 2.0- or 2.75-pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 1.1 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guidewire damage. Guidewire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances and the customer report that the damage was observed during use, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.